Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-4316, lot #: 15877655, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms include pus and fluid at the site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure.